Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual was conducted on the returned device. The returned sample determined that it was received, one empty winding former and a suture piece that pertained to product code v4930. An overall review of the returned sample shows that the needle was not returned for evaluation. Upon visual inspection of the suture, the end of the suture was noted to be cut probably caused by a surgical instrument; this caused the needle to be detached from the suture. In addition, body fluids were found along the strand. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a uvulopalatopharyngoplasty procedure on 26-oct-2023 and suture was used. The surgeon was performing a stitch on root of the tongue, when the thread got disengaged from the swage of the needle involuntarily. The whole procedure was prolonged 100+ minutes due to lost needle in the tissue. The patient had to be transferd for x-ray scan due to lost needle. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was procedure successfully completed? No, were fragments generated? Yes, if yes, were they removed easily without additional intervention? No, if no, explain: patient had to be transferd for x-ray scan due to lost needle, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle/suture? Where was the needle/suture grasped during use? Was the needle removed? Was the needle retrieved during the same procedure? Was an additional surgical procedure required to remove the needle? Does the needle remain retained in the patient's tissue? If retained, where is it located/in what structure? If retained, were there any patient consequences? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?